Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device¿s downstream occlusion seal was damaged. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the device in good condition without any physical damage. During the functional testing, it was found that the device only heats up to 39.8c, instead of the operating temperature of 41.7c. The customer reported complaint was confirmed as the device does not reach operating temp when powered on. The most probable causes were found to be a faulty emi filter or a loose wire connection. No actions were taken as the device was a loaned device and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File 3012307300-2024-00012 is no longer considered reportable, please disregard any reports associated with it.